Event description:
The physician observed and reported a 13 mm inaccuracy at the main-carina during a procedure in 2009. It was reported that the case was completed and there was no harm or injury to the pt.

Manufacturer narrative:
An on-site visit was performed in 2009, and it was discovered that the site had changed the room configuration (bed configuration was changed and a lead skirt was placed on the bed) without informing superdimension of this change as the current labeling requires. After changing the bed position back to the original configuration and removing the lead skirt, the accuracy tests passed. Labeling states the following: "significant changes to the configuration of the bronchoscopy suite, including introduction of new metallic equipment or movement of existing metallic equipment can affect the accuracy of the system. Contact superdimension customer service to schedule a recalibration of the instrument prior to making bronchoscopy ste reconfiguration".